Event description:
I had right hip replacement surgery (B)(6) 2019 and was told this would last my lifetime (59 year old). They used johnson & johnson depuy pinnacle gription cup that has a plastic insert in the cup with a ceramic femur head and stem. I also had my left hip down with the same products in (B)(6) 2020. On (B)(6) 2024 my right hip started to squeak. I went into see my nurse practitioner on (B)(6) 2024. After x-rays and CT scan my surgeon came in to tell me that the plastic insert was coming out and I needed immediate surgery to correct it. I had revision hip surgery on (B)(6) 2024. They had to replace the cup and femur ball with a different johnson & johnson one. The femur ball had cracked the insert and the ball was riding at the rim of my cup in my hip, it was all scrapped so it had to be replaced. I ended up with metallic metal pieces in my tissue. They had to clean that up. This ended up as a harder to recuperate surgery. I was out 5 weeks of work and had to go back when I ran out of sick time. I had to endure 24 visits to a physical therapist and ended up paying out (B)(6) toward my deductible health insurance. Is there any lawsuits out there or a recall on this? If not there should be a recall. Please let me know. (B)(6).